Event description:
Subsequent information indicates that this product was returned for laboratory analysis.

Event description:
--

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator declared a battery status of elective replacement indicator (eri). There were concerns that this product did not last as long as expected. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.